Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during anastomosis in a low anterior resection, the device was not able to fire. The surgeon used another stapler of the same type to resolve the issue. No patient injury.